Event description:
It was reported that a pt began experiencing worsening depression once his settings were reduced. The pt was wanting to visit his physician to have the settings increased to help control the depression. Good faith attempts to obtain additional info from the pt's treating physician have been unsuccessful as the pt has not had an appointment to have the device checked and the event assessed by a medical professional.